Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead and product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient¿s first trial was 3.5 weeks ago. The doctor thought the wires moved, didn't stay where they were supposed to, and weren't going in the right place. The patient felt good tapping/stimulation at the bottom of their tailbone and the doctor stated it should be more on the bicycle/vaginal area, so they thought the trial did not work. The patient did not notice symptoms in 3 weeks either, life had not been improved, couldn't tell if the trial made a difference for their quality of life in regards to symptom control, and that¿s why the doctor said the trial didn't work. No further complications were reported/anticipated.